Event description:
When np was drawing up shringrix vaccine, the syringe/needle combo leaked some out. It was discarded and wasted appropriately and no administration to the patient of that vaccine occurred.